Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to a defective battery pack. The battery pack was removed and replaced to restore function. This issue was resolved by the facility biomed engineer. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction that occurred during a procedure.

Event description:
The ge oec 9600 fluoroscopy system displayed a saturation fault.